Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The customer's meter and test strips were provided for investigation where they were tested using retention controls. The customer provided two vials of test strips from lot 40501411. Testing results (qc range = 2.4 ¿ 3.6 inr): vial#1: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Vial#2: qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for one patient from a coaguchek xs meter, serial number (B)(4). At 1:30 p.m., the customer tested the patient and had an initial meter result of 6.0 inr. The customer immediately retested the patient with the same meter and lot of test strips, but used a different finger. The patient¿s repeat meter result was 3.4 inr. For both meter results, the meter was not coded correctly for the lot number of strips being used. At 1:59 p.m., the patient was drawn for laboratory testing. The laboratory reagent and methodology were requested but not provided. The result from the laboratory was 4.0 inr. The patient¿s therapeutic range is 2.0- 3.0 inr.